Manufacturer narrative:
A follow up on (B)(6) 2015 indicated that the customer did not have an issue with the new cartridge. No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer's blood glucose level was not impacted.